Event description:
It was reported that a leak occurred. In (B)(6) 2021, a left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx laa closure device was implanted. On the 45-day follow-up computed tomography (CT) scan, it was noted that there was a 5-6mm leak posteriorly. The tee was reviewed from the implant and it was noted that there was a 2mm leak in the 135 and 1mm leak in the 0. The patient will remain on oral anticoagulant until 3 months and reimage at that time.